Event description:
In (B)(6) 2008, a gore excluder aaa endoprosthesis was implanted. One to two days postoperatively, a device limb occluded. A femorofemoral bypass graft was implanted. However, during the procedure the pt had a heart attack. It was reported that the femorofemoral bypass graft occluded and two days later the pt died. The cause of death was a heart attack. According to the physician, the pt's death was related to a pre-existing medical condition.

Manufacturer narrative:
Device occlusion.